Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 06/19/2012. Upon investigation of the devices, it was observed that the motor was seized. It has further been noticed that the trigger board and the controller board were defective. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work at all from the start. There was no pt harm or delay reported, and the procedure was completed with an alternate device.